Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 2017865-2021-23661. During a follow up in clinic, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead and the right atrial (ra) lead. The noise was suspected to be caused by insulation damage of the rv lead and the ra lead. Fluoroscopy imaging was performed and no abnormalities were noted. No intervention has been performed. The patient was in stable condition and will continue to be monitored.